Event description:
It was reported that the patient received appropriate shocks for ventricular tachycardia (vt), however, during detection and post-shock, noise oversensing was noted on the electrogram (egm) of the right atrial (ra) lead. Performance data from the device was analyzed and it was determined that the noise was more pronounced during and after the shock so the noise was likely due to the chest muscles tightening due to the therapy delivery. The ra lead impedance had also increased from 400 to 600 ohms, but it was a steady increase and not reflective of a lead integrity issue, however, isometrics with pocket manipulation were suggested to look for variance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : 6947 implantable tachy lead (B)(6) 2006. (B)(4).